Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call, the customer was attempting to bolus last night and his blood glucose dropped from 141 to 101 mg/dl in 15 minutes. Troubleshooting was performed for delivery anomaly. Customer's mother mentioned again the customer was attempting bolus to correct blood glucose reading and it dropped drastically in 15 minutes. Customer mother states she didn't have the device with her at the time and was unable to troubleshoot. She will call back and the device is not returning for analysis.